Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was a "very large fibrin mass after centrifugation. After a second centrifugation, this mass is found above/below the separator."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the fibrin with the incident lot was not observed. 10 retained samples were analyzed for heparin content, all were found to be within the specification. The reported fibrin issues reported by the customer and documented in the photograph appears to be the buffy coat. A buffy coat is a collection of white blood cells and platelets sitting between the plasma and red blood cell layers. It can be more or less prominent depending on the wbc or platelet count. If proper centrifugation is performed, the buffy could should not interfere with the functionality of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was a "very large fibrin mass after centrifugation. After a second centrifugation, this mass is found above/below the separator."